Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. See scanned page.

Event description:
The customer contact reported backflow of fluid from the primary tubing set into the secondary tubing set. The primary tubing set was being used to deliver an unspecified concentration of propofol at an unspecified rate. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected of an unspecified clave y-site on the primary tubing set for a piggyback delivery of an unspecified antibiotic. After an unspecified length of time in use, backflow of solution from the primary tubing set into the secondary tubing set was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing sets were replaced and the therapy resumed.